Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient via friend/family member who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient (pt) rep says the "pain on the left side where the stimulator is put in, I don't have pain there but on the right side the pain level is at an 8-10, how can I get it to even out". Pt says its been this way since "right after I had it put in but its gotten worse". Pt said they only have one lead, because the "other one malfunctioned". Pt says this happened during the implant surgery. I asked how this malfunctioned lead was discovered and pt said "it was dead before it was even in, but they didn't want to take it back out because they don't want to create more trauma, the surgery was 4 and a half hours". Caller says they were told "it can still work with only one lead". Caller says the pt needs help walking as well. Caller says the pt has tried all available programs. I reviewed that the next step is to follow up with hcp. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information, was received from the patient. They reported, that they had one lead, which didn't work as well. For one side compared to the other. Pt experienced pain in their legs and both hips are bad. They did not receive identical relief from therapy on both sides.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.